Event description:
It was reported that an alert was observed for this right ventricular (rv) lead for shock impedance measurements of greater than 125 ohms. Technical services (ts) recommended resetting this alert with the programmer and to consider increasing the out of range upper limit. The health care professional agreed and this patient has a scheduled office check coming up. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.